Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for head/brain injury and intractable spasticity. The pump contained an unknown brand of baclofen [2000 mcg/ml] at a dose of 180 mcg/day. It was reported the patient had fluid accumulation under the skin in the back. The patient had no signs or symptoms of baclofen withdrawal. It was unknown what factors might have led or contributed to the issue. The physician asked the patient to lie flat for several days to see if that resolved or decreased the fluid accumulation. Since lying flat decreased the fluid accumulation, the patient was scheduled for surgery. The physician reported a cerebrospinal fluid (csf) leak with fluid accumulation in the patient¿s back. The physician opened the previous back incision site, noted the leak, and placed two purse string sutures to close the leak. It was unknown if the issue was resolved at the time of the report. It was unknown when the event/difficulty first occurred. The patient¿s weight was unknown. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.